Event description:
It was reported that a patient experienced peritonitis coincident manifested by abdominal pain, constipation, and muddy brown effluent with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis on the same day as the onset. On an unreported date, the patient was treated with an unknown type of antibiotics for peritonitis. The patient was still hospitalized and the outcome of unknown. The dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot number(s) h13h14041,h13i10047, and h13k14046. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.